Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that postoperative complication keratitis was noted and believed to be caused by high ultrasound parameters used with the demo system. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information has been received. There are approximately (B)(6) patients involved. Two patients were treated surgically. The other patients are being seen daily and are treated with steroid and non-steroid therapy. There are no patient identifiers.

Manufacturer narrative:
The surgeon reported that after cataract surgery keratitis was noted. The surgeon believed this was caused by high ultrasound parameters used during surgery. Additional information noted there are approximately 20 patients involved. Two patients were treated surgically. The other patients are being seen daily and are treated with steroid and non-steroid therapy. There are no patient identifiers. No further information has been received. Keratitis is an inflammation of the cornea ¿ the clear, dome-shaped tissue on the front of your eye that covers the pupil and iris. Keratitis is sometimes caused by an infection involving bacteria, viruses, fungi or parasites. Noninfectious keratitis can be caused by a minor injury, wearing your contact lenses too long or other noninfectious diseases. Keratitis can be classified by its location, severity, and cause. If keratitis only involves the surface (epithelial) layer of the cornea, it is called superficial keratitis. If it affects the deeper layers of the cornea (the corneal stroma), it is called stromal keratitis or interstitial keratitis. It may involve the center of the cornea or the peripheral part of the cornea (that portion closest to the sclera) or both. Keratitis may affect one eye or both eyes. Keratitis may be mild, moderate, or severe and may be associated with inflammation of other parts of the eye. Keratitis may be acute or chronic. The various causes of keratitis may result in different clinical presentations, so defining the location, severity, and frequency of the condition can often assist in pinpointing the exact cause. Other helpful facts in establishing the cause of keratitis can include demographic information such as the age, sex, and geographic location of the patient. A medical history, social history, and a review of all symptoms are often useful as well in finding the cause of keratitis. Infection is the most frequent cause of keratitis. Bacteria, viruses, fungi, and parasitic organisms may all infect the cornea, causing infectious or microbial keratitis. Bacteria most frequently responsible for keratitis include staphylococci, hemophilus, streptococci, and pseudomonas. If the front surface of the cornea has been damaged by a small scratch and the surface is not intact, almost any bacteria, including atypical mycobacteria, can invade the cornea and result in keratitis. Ulcerations of the cornea may occur, a condition known as ulcerative keratitis. Before the advent of antibiotics, syphilis was a frequent cause of keratitis. Viruses that infect the cornea include respiratory viruses, including the adenoviruses and others responsible for the common cold. The herpes simplex virus is another common cause of keratitis. Worldwide, the incidence of hsv keratitis is about 1.5 million, including 40,000 new cases of related blindness each year. The herpes zoster virus (the virus responsible for chickenpox and shingles) may also cause keratitis, particularly when shingles involves the forehead. The u.s. Centers for disease control and prevention (cdc) has recently described adult patients with conjunctivitis and keratitis resulting from the zika virus. Fungi such as candida, aspergillus, and nocardia are unusual causes of microbial keratitis, more frequently occurring in people who are immunocompromised because of underlying illnesses or medications. Fusarium keratitis, a type of fungal infection, occurs primarily in contact-lens wearers. Bacterial co-infection can complicate fungal keratitis. Contact-lens wearers are also susceptible to acanthamoeba keratitis caused by an amebic parasite. "River blindness," or onchocercal keratitis, is another parasitic infection of the cornea, rarely seen in developed countries, but very common in the third world. Physical or chemical trauma is a frequent cause of keratitis. The injury may become secondarily infected or remain non-infected. Retained corneal foreign bodies are frequent sources of keratitis. Ultraviolet light from sunlight (snow blindness), a tanning light or a welder's arc, contact-lens over wear, and chemical agents, either in liquid form splashed into the eye or in gases in the form of fumes can all result in noninfectious keratitis. Chemical injury or contact lens-related keratitis often causes superficial punctate keratitis, in which the examiner notices myriads of injured surface cells on the affected cornea. Disturbances in the tear film may lead to changes in the corneal surface through drying of the corneal epithelium. This type of keratitis is usually superficial and is known as keratitis sicca. If the eyes are extremely dry, the surface cells may die and form attached filaments on the corneal surface, a condition known as filamentary keratitis. Inability to close the eyelids properly can also lead to corneal drying, a condition termed exposure keratitis. This can occur in bell's palsy, which is a facial nerve weakness sometimes associated with lyme disease. In cases in which infection is suspected, a culture may be taken from the surface of the eye for specific identification of the bacteria, virus, fungus, or parasite causing the keratitis. Blood tests may also be done in certain patients with suspected underlying disease. Treatment depends on the cause of the keratitis. Infectious keratitis generally requires antibacterial, antifungal, or antiviral therapy to treat the infection. This treatment can involve prescription eye drops, pills, or even intravenous therapy. Any corneal or conjunctival foreign body should be removed. Wetting drops may be used if disturbance of the tears is suspected to be the cause of the keratitis. Steroid drops may be prescribed occasionally to reduce inflammation and limit scarring. This must be done carefully and judiciously, since some infections can be worsened with their use. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information has been received. The physician stated that 3-4 patients will have surgery of the cornea transplants. The final outcome of all patients condition will not be known until the end of year and physician will inform us about outcome.